Manufacturer narrative:
Alleged failure: displayed color stripes. Confirmed failure: damaged cma, main board failure, scratched pp filter. Probable root cause: scaler/descaler board. Power supply. Ac inlet board. Connectors. Firmware. Switch board. Use error. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacture date is not known.

Event description:
It was reported that stripe colors were displayed on the monitor, which resulted to conversion to open surgery.